Event description:
A foley catheter which had been in place for a 39-yr-old male pt, failed to deflate completely at the time it was ordered to be discontinued. The catheter was removed with a resulting moderate amount of pain. The pt voided without problem following the incident. It was determined that this event did not adversely affect the pt's condition. The event and device were promplty reported to the MFR.